Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm, a failed battery test alarm, and a no delivery alarm. The customer also reported high blood glucose levels. The customer's blood glucose level was 499 mg/dl. The customer treated with a manual injection. The customer was able to clear the no delivery alarm by an infusion set change. The customer declined to return the reservoirs back for analysis, but the reservoirs were replaced. The insulin pump was not replaced or returned.